Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for re-operation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as unidentified (tear) opening (shell thickness within specification). No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, a left side rupture. Device has been explanted and replaced with a non-allergan device.